Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the locator was already bent. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the locator was already bent. The device was not used and was replaced by another angio-seal device to continue the procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. There was no blood loss, and there was no health damage to the patient. Hemostasis was successfully achieved by the second device. There was no other devices or equipment being used with the reported device.